Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 1 device was not evaluated and the issue was not confirmed, as the customer did not make the device available for evaluation. 16 devices were evaluated in the field and the issue was confirmed; 11 devices had broken/damaged components, 6 devices had worn components, 4 devices had bent components, 1 device had a stripped component, and 1 device had an alignment issue. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe>18 </noe> malfunction events, where it was reported the brakes/steer were difficult to engage/disengage or the brakes could not be engaged. There was no patient involvement.